Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: visual inspection of returned device confirmed to be fractured. Crack/fracture occurred through the insertion hole where the implant holder attaches. Correspondence indicated the cage was broken during insertion and confirmed cage was hammered, therefore; the root cause is user related. Conclusion: the plausible root cause of the reported event is a misuse - excessive impaction force during cage insertion.

Event description:
It was reported that during the surgery after discectomy, when looking to insert the cage this was broken. Another cage has been used.

Event description:
It was reported that during the surgery after discectomy, when looking to insert the cage this was broken. Another cage has been used.